Event description:
The customer's husband stated that the customer was hospitalized due to hypoglycemia. The customer's husband stated that he woke up during the night and discovered the customer sweating with a locked jaw. The customer's husband stated that the customer was having a seizure. The customer's husband stated that he could not wake up the customer, and when he checked her blood glucose, the reading was 25 mg/dl. The customer was then taken by paramedics to the hospital. Troubleshooting was performed. The customer's husband stated that the customer's infusion set had been changed on the morning of the event, and by that night, the reservoir was empty. Checking the history files of the insulin pump revealed that no large amounts of insulin had been programmed and the reservoir volume read that there were over 150 units of insulin remaining. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.